Manufacturer narrative:
Dräger attempted to acquire additional information from the customer (via telephone and email) to find out the status of the ventilator and to find out what, if any, repairs were required. The customer did not respond to any attempts for the information. Therefore an investigation of the reported event was not possible. It was reported that there were no alarms before the event to warn. A failure message and a warning is given as soon as possible to inform the user of deviations, which have been recognized by the device during ventilation. The device is designed to post at least a buzzer alarm when ventilation had stopped. This is ensured by a self-contained alarm-functionality. In this case the breathing system is automatically opened to atmosphere to allow for spontaneous breathing. If dräger should receive relevant additional information or replaced components for this complaint, the investigation will be reopened.

Event description:
Drager was informed of a user facility report which documented the following information: ventilator turned off while on patient. No alarms before to warn. Ventilator was powered off and was sent to biomed.